Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) oversensing on the right ventricular (rv) channel. The sensing daily trend showed some values between 0.3 and 1.1 millivolts (mv), and there was also a saved a saved atrial tachy response (atr) episode (for actual atrial tachycardia) which showed ra farfield oversensing on the rv channel which inhibited biventricular stimulation. It was noted the farfield and oversensing had already been noticed during previous follow-ups, and rv sensitivity had already been changed to 0.7 mv. During the recent follow-up, all parameters were in range. Provocative maneuvers and device manipulations were performed and showed no noise or artifacts. The patient is not pacemaker dependent. The latest thorax x-ray was reviewed and showed a proper septal position of the rv lead. The sensitivity was increased to 0.8 mv and the final clinical decision was to keep the patient monitored via the latitude remote patient monitoring system and to schedule a closer follow-up to see how things are trending. It was noted the device has one year of battery life remaining and a decision will be made at the next follow-up whether to take further actions with the entire system. No adverse patient effects were reported.